Event description:
Olympus was informed that during an unspecified procedure, when removing the device from the pt's mouth, the tip became hot and burned the pt's mouth. Olympus followed up with the user facility to obtain additional info regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The temperature at the distal end of device was evaluated as the device was left on for one day, while connected to the processors and light source. Throughout testing the temperature readings at the distal end were within the standard guidelines. Additionally, there was no evidence of foreign materials or sharp edges on the distal end of the device when inspected. When examined with a boroscope, there was no damage or staining in the biopsy channel.